Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Visual examination of the returned complaint device revealed that the catheter was broken, and it was cut in two sections; the cut was located at the distal tip and showed signs indicating it was possibly mechanically cut. Different kinks, bent and twisted sections were found along the catheter. Also, the balloon was in good condition and no damages were observed. Functional analysis could not be performed due to the returned condition of the device. Dimensional examination was performed and the catheter's outer diameter (od) was measured in three sections; distal, medium and proximal passed and were within specification. Additionally, the device showed signs indicating it was highly manipulated. It is possible that factors encountered during the procedure such as; the manner the device was handled and manipulated, may have contributed to the issue reported by the customer, which could have affected the performance and intended purpose of the device, however, there is not enough information, objective evidence, or descriptive conditions to understand what could have caused the reported event. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a cre fixed wire dilatation balloon that was used during an esophageal dilation procedure. It was found that the catheter was broken, and it was cut in two sections. Reportedly, the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.